Event description:
It was reported that during the blood draw phase, there is a malfunction of the device, leakage of the washing liquid and pain in the limb. The referring physician is notified, a chest x-ray is performed. The execution of the x-ray gave the result of breaking the PICC, the patient is then sent to the interventional radiology department for treatment of the case.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0792 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the blood draw phase, there is a malfunction of the device, leakage of the washing liquid and pain in the limb. The referring physician is notified, a chest x-ray is performed. The execution of the x-ray gave the result of breaking the PICC, the patient is then sent to the interventional radiology department for treatment of the case. Additional information: ¿ was the catheter retained in the patient? Yes. ¿ if he was, did he migrate? Yes. ¿ was he successfully removed? Yes.